Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') and loss of consciousness ('loss of consciousness') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced loss of consciousness (seriousness criterion hospitalization), fatigue ("extreme fatigue") and vertigo ("vertigo"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), ear pain ("otorhinolaryngology pain"), rhinalgia ("otorhinolaryngology pain"), oropharyngeal pain ("otorhinolaryngology pain"), nausea ("otorhinolaryngology pain, nausea"), vomiting ("vomiting"), neuralgia ("neuralgia"), musculoskeletal pain ("musculoskeletal pain"), cardiac disorder ("cardiac fatigue") and thyroid mass ("thyroid nodule"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, fatigue, vertigo, ear pain, rhinalgia, oropharyngeal pain, nausea, vomiting, neuralgia, musculoskeletal pain, cardiac disorder and thyroid mass had not resolved and the loss of consciousness outcome was unknown. The reporter provided no causality assessment for cardiac disorder, ear pain, fatigue, heavy menstrual bleeding, loss of consciousness, musculoskeletal pain, nausea, neuralgia, oropharyngeal pain, rhinalgia, thyroid mass, vertigo and vomiting with essure. The reporter commented: I have been fighting my symptoms for 6 years. They are increasingly preventing me from living normally. The symptoms have worsened. Regular examinations and follow-up in internal medicine. Upcoming examinations: magnetic resonance imaging of the spine and cardiologist consultation. I benefit from a recognition as a handicapped worker (rqth, reconnaissance de la qualit¿ de travailleur handicap¿). The rare diseases department was thinking it may be chronic fatigue syndrome/myalgic encephalomyelitis, but my gynaecologist suggested that I explore the possibility of it being related to the essure devices which were inserted in 2014 (period of onset of symptoms) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-jul-2021. The most recent information was received on 14-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') and loss of consciousness ('loss of consciousness') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced loss of consciousness (seriousness criterion hospitalization), fatigue ("extreme fatigue") and vertigo ("vertigo"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), ear pain ("otorhinolaryngology pain"), rhinalgia ("otorhinolaryngology pain"), oropharyngeal pain ("otorhinolaryngology pain"), nausea ("otorhinolaryngology pain, nausea"), vomiting ("vomiting"), neuralgia ("neuralgia"), musculoskeletal pain ("musculoskeletal pain"), cardiac disorder ("cardiac fatigue") and thyroid mass ("thyroid nodule"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, fatigue, vertigo, ear pain, rhinalgia, oropharyngeal pain, nausea, vomiting, neuralgia, musculoskeletal pain, cardiac disorder and thyroid mass had not resolved and the loss of consciousness outcome was unknown. The reporter provided no causality assessment for cardiac disorder, ear pain, fatigue, heavy menstrual bleeding, loss of consciousness, musculoskeletal pain, nausea, neuralgia, oropharyngeal pain, rhinalgia, thyroid mass, vertigo and vomiting with essure. The reporter commented: I have been fighting my symptoms for 6 years. They are increasingly preventing me from living normally. The symptoms have worsened. Regular examinations and follow-up in internal medicine. Upcoming examinations: magnetic resonance imaging of the spine and cardiologist consultation. I benefit from a recognition as a handicapped worker (rqth, reconnaissance de la qualité de travailleur handicapé). The rare diseases department was thinking it may be chronic fatigue syndrome/myalgic encephalomyelitis, but my gynaecologist suggested that I explore the possibility of it being related to the essure devices which were inserted in 2014 (period of onset of symptoms) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.